Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator and right ventricular lead exhibited a shock impedance measurement of greater than 200 ohms. Boston scientific technical services discussed possible explanations for the out of range measurement, including electromagnetic interference. The health care professional would discuss with the physician. The device remains in service. No adverse patient effects were reported.